Event description:
It was reported that pump and IV set were set up with nitropres (vasoactive drug) and the infusion was started. Some time later the pts systolic pressure fell to 30 mmhg. The doctor was nearby and addressed the pt immediately after. Resuscitation with trendellenburgs, stopping the vasoactive drug (dilating the veins) and administration of a vasopressor started. With this treatment pt's pressure stabilized within 3 minutes with no further complications. When checking the content of the drug bottle, the nurse found that 30 ml has been infused, in spite of the rate being set to 2 ml/hr.